Manufacturer narrative:
Testing and investigation found the audio tone was very low in volume for all three volume settings. Visual inspection found one lifted solder pad on the audio buzzer. The probable cause for the low alarm was due to a defective audio buzzer. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. No additional information was provided.